Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer's reported ¿some buttons on the panel do not work¿ issue could not be reproduced. The root cause of the reported issue could not be determined, however, possible causes of the led display not changing even when the switch is pressed are a poor harness connection between the main board and the front panel, and a failure in the front panel/main board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for use, front panel switches are not functioning, and some panel buttons had no function on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a olympus lamp life meter was reading at 214 +hours, light intensity output within specification . The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.